Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation:the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box showed one unexplained pump reboot occurred. A visual inspection of the pump revealed the battery compartment was cracked. There was no moisture corrosion observed inside the battery compartment. The battery cap was not returned; a test battery cap was able to fit securely to maintain an electrical connection. Using the test cap, the pump powered on with audible tones and vibrations indicating that there was power to the pump. The pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of intermittent power was shown in the pump history but was not duplicated during investigation, however, damage to the battery compartment was confirmed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and there was damage to the battery compartment. The yellow o-ring was visible at the battery cap at the time of the power interruption. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.